Event description:
The user facility reported that the touch panel connected to their hexavue ip custom room rack was not showing images. This event did not occur during a patient procedure. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the fiber cable between the wall to the touch panel was damaged, causing the reported event. To resolve the issue, the technician replaced the fiber cable, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.